Manufacturer narrative:
On (B)(6) 2019, mentor received additional information about the event: - the patient¿s date of birth is (B)(6) 1971. The patient age at the time of event is 47 years old. - the deflated tissue expander was from the patient¿s left breast. - the patient underwent a primary breast reconstruction procedure with the suspect medical device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 04/10/2019, the mentor product analysis lab has received the device for evaluation. On 04/17/2019, mentor completed the investigation on the suspect medical device. Upon receipt by mentor, the device returned with brownish fluid. No foreign material was observed within the device or on the shell surface. Upon initial inspection it was discovered a rent at the patch junction. Microscopic examination was performed. No evidence of instrument damage was observed. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. There is no evidence that the issue is related with manufacturing. Complaint was confirmed. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet; however, deflation trends for mentor saline-filled devices will continue to be monitored by quality assurance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent an unknown procedure with a mentor cpx 4 breast tissue expander with suture tabs 550cc device that deflated after implantation. A physician saw a hole on the device when he took out the expander. As a result, the patient underwent explantation and replacement with a mentor cpx 4 breast tissue expander with suture tabs 550cc device on (B)(6) 2019.